Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the left ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.